Manufacturer narrative:
H4: PMA number corrected/updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a damaged internal backup battery cable in the power module was not confirmed as no product was returned and no photos were provided. The provided information indicated the power module was removed from circulation and was replaced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was received. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the power module instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 3.4 ¿using the power module¿) explains how to properly install the power module backup battery. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the power module were unable to be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the cable in the power module connecting to the emergency backup battery was damaged. The power module was removed from circulation and would be replaced.